Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. The craniotome device was evaluated and the reported condition that the device had an undetermined malfunction was confirmed. An assessment was performed and it was observed that the neuro-tip foot had been drilled into. During repair it was found that the bearings were worn out and unable to be pulled apart and there was corrosion inside the device. It was also noted that the warning triangle was missing. It was determined that the cause of the worn out bearings and corrosion was due to normal wear, and the warning triangle was missing because the device was made prior to this being added to the part drawing. It was further determined that the cause of the craniotome foot being drilled into was failure to follow the directions for use. The burr was improperly loaded into the attachment and installed onto the drill, which resulted in the burr not being seated properly in the locking chamber. The attachment was then forced into position which placed the distal tip of the burr in compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment. When the drill was started, the burr drilled into or through the neuro tip. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome had an undetermined malfunction. During in-house engineering evaluation it was observed that the neuro-tip foot of the device had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.